Event description:
It was reported that during a laparoscopic ovarian resection procedure, the device was used to decorticate the right ovaria from the beginning of the operation. The scrub nurse found the tissue pad was partially detached after the decortication was completed. At first the camera was removed, and then the device was removed from the patient through a trocar. When the nurse checked the tip of the device after it was removed, it was found that the tissue pad was missing. The doctor searched for the tissue pad inside the patient for an hour and a half, but the tissue pad could not be found. The staffs checked the gauze, drape, mayo table and all places that were thought about, but the tissue pad could not be found. There was a high possibility that the tissue pad was left inside the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the system intermittently does not fluoro, and they could not clearly see the image on the monitor.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the device was returned with tissue pad partially detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was tested with a test handpiece and generator and the device did activate. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.